Event description:
Enseal xlarge jaw tissue sealer reference number nsl x120l (lot # "x7020n", device was giving error to "replace instrument attempted to reboot harmonic machine but the same error message came up.